Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument did not work, and had an optics blood recognition issue was verified during service. The service technician powered on the instrument and measured the optics sensor gain and led current to be sure that they were within specifications. The level sense gain displayed (99.348%) and led current measured (39.515 ma) which indicated that they were within specifications. After a few minutes the service technician observed that the level sense gain went up quickly to 100.588% and then quickly dropped down to 86.860% which is far out of specifications. The led current stayed nicely within specifications (39.622 ma). No error message displaying or being logged. The issue was resolved by replacing the assy optics level sensor detector, adjusting and calibrating the optics sensor gain and led current and confirming that the output was stabile and staying within specifications during a long term testing. Post-repair testing and/or preventative maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this autolog iq instrument dids not work, and had an optics blood recognition issue. Use of instrument was unspecified. There was no adverse patient effect reported with this event. Medtronic received additional information that the instrument did not start the wash phase even though the blood had reached the top of the centrifuge bowl, which caused the blood to be sent to the waste bag.